Event description:
It is reported that the box was damaged and the implant possibly compromised. The implant was identified as damaged after the nurse opened the outside package and another device was used to complete the surgery.

Manufacturer narrative:
Eval summary: a nexgen stemmed non-augmentable tibial component in its packaging was returned with the complaint for review. A visual examination of the packaging indicates that the shelf carton is crushed and the inner plastic cavities are fractured so that sterility of the product is compromised. The most likely cause of the cracked trays is exposure to hazards outside of normally anticipated distribution environments. Based on the investigational findings, it is possible that the damage was caused by the box being crushed, possibly during transit. All evidence, however, indicates that the device was mfg, inspected, and packaged to spec. The exact cause of the damage cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.